Event description:
During an in-clinic follow-up, there was no sensing, pacing impedance, or capture on the right atrial (ra) lead. X-ray imaging was performed and confirmed dislodgement of the ra lead. The ra lead was capped and replaced to resolve the event. The patient was stable.